Event description:
Follow-up identified the patient was well versed with the charging guidelines.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pocket heating while recharging the ipg. In turn, surgical intervention was undertaken during which the ipg was explanted and replaced. The issue has resolved following the procedure.